Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling in the stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing, and the issue of blood pooling was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood pooling in stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, an unspecified number of tubes had issues with blood pooling in the stopper well. There was no report of patient impact.